Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheter to treat mildly tortuos, moderately calcified lesion located in the distal right coronary artery (rca). The device was inspected with no issues. The device was not kinked or re-straightened during use. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the balloon was being used to pre-dilate the lesion however it could not be deflated at the lesion site and therefore removal difficulties were encountered. While attempting to pull the balloon wire and catheter out a detachment occurred from the balloon at the balloon shaft. The balloon portion of the device remained in the rca. The patient was sent to the operation room to have the remainder of the product removed surgically from the rca. The patient was reported to be alive with injury.

Manufacturer narrative:
Add'l info: 50/50 concentration of saline/contrast was used by the physician. The device failed to deflate. No difficulties noted during inflation of the device. The device was not moved/re-positioned prior to attempting to deflate. One inflation was performed prior to noting deflation difficulty. The detached portion of the device was removed successfully during surgery. If information is provided in the future, a supplemental report will be issued.